Event description:
During a two level infusion surgery in 2007, the swivel dissociated from the acufix plate while implanting the screw. The plate and screws were removed and replaced without injury to the pt.

Manufacturer narrative:
The investigation was completed and consisted of an eval of the returned device and a review of device history records. The plate met prod specs. The investigation determined the swivel dissociation was due to insertion of the screw outside of the acceptable screw trajectory per the surgical technique. Based on a previous investigation of this issue, submitted in november 2005 modified the surgical technique to update the trajectory of screw placement. This event occurred after the release of the updated surgical technique. The investigation concluded the event is a result of failure to follow the surgical technique. Monitoring of events of this nature indicates the action has been effective.